Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the port access needle becoming partially dislodged was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 20ga powerloc max safety infusion set. The depicted device was currently accessing a patient¿s port. A clear dressing was placed over the needle housing. The needle was partially withdrawn and the safety mechanism was partially advanced on the needle shaft. While the depicted device did appear to have become partially dislodged, inspection of the photograph was insufficient to identify the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include a damaged indwelling port and access technique. Evaluation findings are in section h.11.

Event description:
It was reported that powerloc max needle inserted into bard powerport for treatment, patient went home with chemotherapy attached for 24hrs. When patient went back into day oncology unit for removal of treatment & port access needle, the needle had significantly lifted. Nurse said the end of the needle still remained insitu in the port septum. Patient has had port for 5 years with treatment every 2 weeks since bard power port being inserted. No harm to the patient or impact on treatment was experienced. Additional information received: it was reported the transparent dressing shows significant tenting to the reinforced boarder (indicating significant pressure or tension has been placed on the dressing). The nurses stated the needle was significantly raised yet still working as it was able to be aspirated and flushed. Nurse then pushed against the needle to insert it all the way to the back plate of the port, into it¿s correct position. When the needle was left for 30-60 seconds (with no dressing insitu), nurse visualized that the port needle obviously pushed itself out of the port on its own. Time and amount of movement visualized was vague, however, nurse communicated that she was looking carefully/closely and the needle moved outwards quickly enough for her to see it. The needle was pushed back into its correct position and reinforced with a steristrip in addition to usual dressing. Treatment was completed and the needle was removed. Follow up on treatment for (B)(6) received: the patient had his powerport accessed and pathology sampling completed on thursday (B)(6) 2021. As per patient usual process powerloc max port access needle was left insitu overnight and patient received his transfusion the following day. Nurses reported there was nothing remarkable about his treatment, no issue with the needle or port (with no noticeable movement), and the insertion of the powerloc max into the powerport felt normal. Additional education conducted on the port access needles to all facility nurses.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that powerloc max needle inserted into bard powerport for treatment, patient went home with chemotherapy attached for 24hrs. When patient went back into day oncology unit for removal of treatment & port access needle, the needle had significantly lifted. Nurse said the end of the needle still remained insitu in the port septum. Patient has had port for 5 years with treatment every 2 weeks since bard power port being inserted. No harm to the patient or impact on treatment was experienced. Additional information received: it was reported the transparent dressing shows significant tenting to the reinforced boarder (indicating significant pressure or tension has been placed on the dressing). The nurses stated the needle was significantly raised yet still working as it was able to be aspirated and flushed. Nurse then pushed against the needle to insert it all the way to the back plate of the port, into it¿s correct position. When the needle was left for 30-60 seconds (with no dressing insitu), nurse visualized that the port needle obviously pushed itself out of the port on its own. Time and amount of movement visualized was vague, however, nurse communicated that she was looking carefully/closely and the needle moved outwards quickly enough for her to see it. The needle was pushed back into its correct position and reinforced with a steristrip in addition to usual dressing. Treatment was completed and the needle was removed. Follow up on treatment for (B)(6) 2021 received: the patient had his powerport accessed and pathology sampling completed on (B)(6) 2021. As per patient usual process powerloc max port access needle was left insitu overnight and patient received his transfusion the following day. Nurses reported there was nothing remarkable about his treatment, no issue with the needle or port (with no noticeable movement), and the insertion of the powerloc max into the powerport felt normal. Additional education conducted on the port access needles to all facility nurses.